Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure that when the surgeon used the vessel sealer instrument that the camera adjusted 180 degrees. The staff proceeded with the procedure. The onsite logs did not show any system related issues. There were no reports of patient injury. Intuitive followed up with the customer and was advised that there is no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The universal surgical manipulator (usm) was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed the carriage gearboxes and rotors were inspected, but no faults could be identified. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.